Manufacturer narrative:
All available information was investigated, and the reported broken gripper line and inability to raise the gripper was confirmed. The reported difficult or delayed positioning could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported broken gripper line and difficult or delayed positioning appear to be related to procedural conditions (interaction with posterior leaflet). The reported inability to raise the gripper arm is a cascading event of the broken gripper line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4+. Xtw (lot: 31016r2102) was chosen for implantation. During the procedure when bending towards the valve with the medial (m) knob, an audible click was heard, and the m-knob stopped functioning. A replacement xtw (lot: 31108a1026) was then advanced to the left atrium. An initial grasp was made but the mr reduction was insufficient. The clip was attempted to be removed off the leaflets, but the gripper was stuck on the posterior leaflet. With troubleshooting, the clip was able to be freed without leaflet damage. Outside of the patient, the gripper line was observed to be broken. A further three clips werre implanted successfully, reducing mr to grade 2. There was no clinically significant delay.

Event description:
It was reported that on (B)(6) 2024 a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4+. Xtw (lot: 31016r2102) was chosen for implantation. During the procedure when bending towards the valve with the medial (m) knob, an audible click was heard, and the m-knob stopped functioning. A replacement xtw (lot: 31108a1026) was then advanced to the left atrium. An initial grasp was made but the mr reduction was insufficient. The clip was attempted to be removed off the leaflets, but the gripper was stuck on the posterior leaflet. With troubleshooting, the clip was able to be freed without leaflet damage. Outside of the patient, the gripper line was observed to be broken. A further three clips werre implanted successfully, reducing mr to grade 2. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.